Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the inform meter display is burned beneath the screen. No adverse event reported. A request was made for the return of the meter, replacement was sent.